Event description:
It was reported that during an unknown procedure, the device blade tip of the jaws broke off, it did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.